Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site after the completion of procedure to test the emitter and reported that the issue could be replicated and the emitter had issues verifying multiple instruments or the patient tracker. On (B)(6) 2017 a replacement emitter was shipped to site and no conformation has been provided on part replacement. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) procedure, the navigation system emitter was flashing red off and on in emitter details and the site was experiencing intermittent issues tracking instruments. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: the emitter that was shipped to the site was returned unused and was not replaced.